Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015, the patient was admitted to the hospital with signs and symptoms of a gi bleeding. The patient¿s inr on admission was 2.3 and the hemoglobin was 4.3g/dl. The patient was taken to the gi lab and an arteriovenous malformation at the duodenal junction was found. The patient received 10 units of packed red blood cells and was stable. No additional information was available.

Manufacturer narrative:
Approximate age of device ¿ 52 days. The pump remains in use supporting the patient. A correlation between the device and the reported arteriovenous malformation/gi bleeding could not be determined. The instructions for use lists bleeding as a potential adverse event associated with use of the heartmate ii left ventricular assist system. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.